Manufacturer narrative:
The investigation has been completed. The product was not returned. The cause of the heart valve damage was not determined due to lack of clinical details and no product returned. As the necessary information was not provided, the root cause of the ventricular tachycardia was not determined. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: axillary insertion of impella 5.5 catheter ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis ¿unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.¿ in this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of impella catheter ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms. ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ventricular tachycardia (vt) with a "possible" relationship to the impella device used: ¿per operative note on 11/10/24: finally, the patient was in a stable vt rhythm for which we performed external electrical cardioversion.¿. The patient recovered with no sequelae. Eleven days later, another notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured aortic regurgitation with a "probable" relationship to the impella device used: ¿there was moderate eccentric aortic valve insufficiency that appeared after impella removal and as such I felt aortic valve replacement was necessary given this. Impella was powered down and pulled back across the aortic valve into the aorta. At this point, we noticed that there was moderate aortic valve insufficiency and that aortic valve replacement would be mandatory.¿. The patient recovered with no sequelae.